Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus inspected the device at the service department of olympus and found that the foreign matter adhering to the auxiliary water channel entry under the distal end of the device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During a colonoscopy, too much water feeding pressure caused the mucosa of the patient. The customer was using the water feeding function of the device. Iatrogenic mucosal lesions with superficial slight bleeding was observed. The user completed the procedure by using the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (per CAPA-200413). It has been over 15 years since the subject device was manufactured. Based on the results of the additional investigation, although it was confirmed that foreign material was observed on the auxiliary water channel opening, the specific foreign material could not be identified. Therefore, the root cause could not be identified. It could not be confirmed whether the reprocessing method deviated from the instruction for use (IFU). Furthermore, mucosal damage from the auxiliary water channel was due to high pressure water flow. It is likely that there was an effect on the direction and pressure of the water flow since the residue at the auxiliary water channel opening and abnormalities of the water channel water flow were confirmed. Glue seepage on water jet was also confirmed and the distance of the water jet with glue seepage was longer. It was likely that the residue inside the auxiliary water channel increased the water jet velocity, which caused the reported event. The event can be detected/prevented by following the IFU which state: ¿preparation and inspection - inspection of the auxiliary water feeding function: attach a syringe containing sterile water or the water tube from a water pump to the luer port of the auxiliary water tube. Feed water and confirm that water is emitted from the auxiliary water channel at the distal end of the insertion section.¿ this supplemental report includes information added to a1, d8, d9 and g2. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to the olympus local service department. Olympus engineer confirmed the following. There was the foreign matter adhering to the auxiliary water channel entry under the distal end of the device. The abnormalities of the auxiliary water channel water flow were confirmed. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause has not been conclusively determined. Omsc surmised that the iatrogenic mucosal lesions was occurred due to the following cause. The residue inside auxiliary water channel increased the water jet velocity. Omsc surmised that there was the foreign matter of the auxiliary water channel due to the following cause. Foreign matter remained on the auxiliary water channel due to insufficient reprocessing. The glue seepage occurred during the last repair work.